Event description:
It¿s reported that the 6.5/7.5 tap broke while tapping pedicle. The broken tap was 30-35 mm in the pedicle when it broke. The broken section was removed and added approx. 10minutes to the case.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the tap being investigated was confirmed to be fractured during tapping of a pedicle during a procedure. The patient's bone density was not found to be overly dense as the surgeon was able to tap 3 holes prior to the fracture. Furthermore, it was confirmed by the sales rep that the device has been in use for 8-10 years. The IFU advises the customer to inspect all instruments prior to use and explains that the life of the instrument depends on the number of times it has been used. The prolonged service life of this device is likely to have contributed to the eventual fracture. Conclusion: the most likely cause of this event is fatigue after a prolonged use of the device.

Event description:
It¿s reported that the 6.5/7.5 tap broke while tapping pedicle. The broken tap was 30-35 mm in the pedicle when it broke. The broken section was removed and added approx. 10minutes to the case.